Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics assembly. The insulin pump was also received with moisture damage to the motor, battery tube and vibrator assembly. No moisture damage was noted on the keypad assembly. No motor error alarm could be verified due to the blank display. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked case at the reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 139 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.